Event description:
On (B)(6) 2010, pt reported, he noticed a large air bubble at the top of the insulin cartridge during use. Pt stated, the infusion adapter, insulin cartridge, infusion tubing and infusion headset were all changed this morning. Pt reported insulin is allowed to warm to room temperature prior to install. Assisted pt with priming out air bubble after disconnecting tubing from headset; pt returned infusion device to run mode. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.